Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") and genital haemorrhage ("spotting") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anguish, liposuction, gravida ii and miscarriage (approximately 2014.). Concurrent conditions included overweight and allergy to metals. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain"), back pain ("severe and persistent back pain") and migraine ("chronic migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), weight increased ("weight gain"), erythema ("red face"), amnesia ("memory loss"), fatigue ("fatigue"), ovarian cyst ("several ovarian cysts"), uterine leiomyoma ("fibroids"), anxiety ("mental anguish"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") with pruritus, swelling face and inflammation, depression ("depression"), abdominal pain lower ("cramping"), headache ("headaches") and treatment noncompliance ("she did not used birth control or contraception until the confirmation test results were received."). The patient was treated with surgery. Essure was removed in 2013. At the time of the report, the pelvic pain, abdominal pain, back pain, weight increased, abdominal pain lower and headache was resolving and the genital haemorrhage, abdominal distension, erythema, amnesia, migraine, fatigue, ovarian cyst, uterine leiomyoma, anxiety, allergy to metals, depression and treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, amnesia, anxiety, back pain, depression, erythema, fatigue, genital haemorrhage, headache, migraine, ovarian cyst, pelvic pain, treatment noncompliance, uterine leiomyoma and weight increased to be related to essure. The reporter commented: patient received treatment for severe and persistent abdominal/pelvic pain, severe and persistent abdominal and back pain, chronic migraines. Patient not received treatment for memory loss. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Underwent hysterosalpingogram. Most recent follow-up information incorporated above includes: on (B)(6) 2018: follow up from pfs-all events, concomitant condition, historical condition, reporter added from pfs. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.